Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. Customer put in new battery in the insulin pump three weeks ago but the screen did not initiate. Customer has been off the insulin pump therapy for 3 weeks. The blood glucose at that time was at 200's mg/dl range. Customer's current blood glucose was 103 mg/dl. Troubleshooting was done. After troubleshooting the display returned. Advised to monitor the insulin pump and will send battery cap replacement. Customer also mentioned about blood at site. Advised to a complete set change and monitor the issue. No further information provided.